Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The device showed signs of clinical use. The shaft and blades had debris present. Inspection of the blades revealed abnormal wear. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause(s) are: user attempts to cut staples, clips, or non-soft tissue. Wear to blades due to clinical use. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the laparoscopic scissors were not sharp. However, the device was used throughout the entire procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.